Event description:
It was reported that during a surgical procedure at the user facility, the td-ost pin of the device disassembled. It was reported that the pin fell into the surgical site, but was removed using forceps. The pin is sterilized as part of normal cleaning procedures; therefore, it does not create an infection risk. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the td-ost pin of the device disassembled. It was reported that the pin fell into the surgical site, but was removed using forceps. The pin is sterilized as part of normal cleaning procedures; therefore, it does not create an infection risk. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the td-ost pin was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.